Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
The customer is calling because she feels that the results are reading too high. The customer's expected fasting blood glucose test result range is 100-120 mg/dl. The customer stated that she is not experiencing any symptoms of high blood sugar and does not need to seek any medical attention. The customer is testing two to three times a day (fasting) and is taking medication to control her diabetes (pill form and insulin). The customer has not made any changes in her diet, exercise regimen, or medication. The customer is storing the meter and test strips in the bathroom. The test strip lot manufacturer's expiration date is 4/19/2018 and open vial date is (B)(6) 2016. The customer stated that the date/time has not been setup (wrong date/time). The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
The customer is calling because she feels that the results are reading too high. The customer's expected fasting blood glucose test result range is 100-120 mg/dl. The customer stated that she is not experiencing any symptoms of high blood sugar and does not need to seek any medical attention. The customer is testing two to three times a day (fasting) and is taking medication to control her diabetes (pill form and insulin). The customer has not made any changes in her diet, exercise regimen, or medication. The customer is storing the meter and test strips in the bathroom. The test strip lot manufacturer's expiration date is 4/19/2018 and open vial date is (B)(6) 2016. The customer stated that the date/time has not been setup (wrong date/time). The meter memory was reviewed for previous test result history: (B)(6).